Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the trima accel operated as intended. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. There was nothing in the rdf to show the reason for the donor reaction. The trima accel system operated as intended. Per the trima accel operator's manual "the trima accel automated blood collection system has many safety features. However, a donor reaction can occur rapidly. Therefore, it is imperative that the trima accel collection system and the donor be monitored throughout the procedure."

Event description:
The customer reported that the donor felt light headed and experienced tingling during a double platelet procedure. Two days after the procedure, the donor fainted and was hospitalized for two days. The customer is requesting a run summary of this procedure to rule out any contributing factors. The disposable set will not be returned because the customer discarded it. This report is being filed due to medical intervention in the form of hospitalization.